Event description:
The disposable loading unit was used with an disposable stapler during a lobectomy. Reportedly, the instrument would not close. The surgeon reloaded the instrument and completed the procedure without incident.